Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had a no flow issue. The device did not infuse at all. The device was filled with antibiotic cefepime 10gr and saline solution 0.9% with a fill volume of 240ml. The nurse observed that the solution did not flow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date from december 6, 2016 to december 7, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.